Manufacturer narrative:
Complaint of overheating and motor noise was confirmed. Cause of overheating and noise is a corroded motor/gearbox. The motor/gearbox was removed from the housing. The gearbox was removed from motor. The cable assembly passed functional testing but has a visible kink in the cord and should be replaced. The gearbox was found to be jammed and corroded internally. A review of the manufacturing records shows that this unit was released to distribution on or about june 20, 2014. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A corrective action has been initiated to mitigate future recurrence of similar events.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the motor drive unit, hand cntrl, pwrmx was noisy and overheated. This occurred before a procedure. There were no delays or patient injuries reported.